Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the clinic, the pulse generator could not be interrogated using wand only inductive interrogation. Despite moving to another room and using two different programmers and several wands, interrogation was unsuccessful. A magnet rate showed a pacing rate of 100 beats per minute. The patient was brought back into the clinic on (B)(6)2016 and again, interrogation was unsuccessful. No intervention was performed at this time. No patient symptoms were reported.

Event description:
New information indicated that during the pre-operative device check, the pulse generator still could not be interrogated via wand or rf telemetry. The device was explanted and replaced successfully on (B)(6) 2016.